Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during retosigmoidectomy, after the assembly in the stapler, none of the loads was able to close. They used another device to complete the case. There was no patient injury.